Event description:
It was reported by the customer that the kit, fdc07 contained a device al326 to be used during a cholecystectomy. It was reported that the device did not contain any ligaclips. Another separate device was opened and used to complete the procedure. There was no consequence to the pt.